Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date is unknown and will not be included in the UDI. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml exactamix empty eva bag leaked from the administration port. The event occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between may 28-29, 2024. H11: the actual device and two photographs of the sample were provided for evaluation. Visual inspection was performed on the photo samples, a wet bag was observed with multiple ports, and a leak condition was observed at the highlighted spike port assembly; however, visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed and a leak was noted in the tubing, coextruded, spike port assembly of the bag. The reported condition was verified. The cause of the issue was related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.